Manufacturer narrative:
H3: product analysis: console (s.no: (B)(6)) product analysis stated no abnormalities were found in device. Imdrf codes: img g02030, fdd a0908, fdr c19, fdc d20 fdm b01 product analysis: patient interface (s.no: (B)(6)) product analysis stated clamps are loose due to worn wave washers. Imdrf codes: fdd a0908, img g04138, g04050203 , fdr c0601,c0701 fdc d02 fdm b01. H6: codes updated. Previously applied codes fdm b21, fdr c21, fdc d16 img g02005 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8 253200, serial/lot #: (B)(6), UDI#: (B)(4). H3: evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during parotidectomy procedure nim console and patient interface did not work either with patient simulator either with patient. When we stimulate no answer, and sometimes answer but on the wrong channel. The procedure was completed with reported product only with per op monitoring and no direct stimulation. There was no patient impact.